Event description:
Customer reported experiencing unexplained high blood glucose. She also reported that occasionally her cannulas were bent. The customer reported having issues with no deliver alarms. Customer also stated there was no moisture exposure to her insulin pump. The customer's blood glucose was from 350 mg/dl to 400 mg/dl. The customer stated she treated her high blood glucose with the insulin pump and injections. The customer stated her drive support cap appeared to be normal. The customer ws advised to change her entire infusion set, reservoir, and insulin. The customer declined to troubleshoot any further. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).